Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2022 that two lighttrail tractip laser fibers were used in a procedure performed on an (B)(6) 2022. The laser unit used was an auriga xl 4007 console with laser settings of 1800 hertz and 500 millijoules. During the procedure, the first laser fiber stopped working. After checking the fiber connector, the fiber connector was noted to be hot. There was no burn injury to the user or to the patient. A second laser fiber was used and was broken shortly after. There were no patient complications reported as a result of this event.